Event description:
It was reported that this right atrial (ra) lead exhibited noise, oversenslng, and inappropriate atrial tachy response (atr) episodes. The noise appeared to be due to respiratory rate trend (rrt) oversensing. It was reported that the impedance measurements were stable. The patient was to be brought into the clinic for testing. No adverse patient effects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).